Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - phone number: (B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the bakri tamponade balloon catheter leaked during tamponade hemostatic therapy for postpartum uterine bleeding. The balloon was inflated using saline to a volume of 500 ml and was placed within half an hour after delivery. The balloon remained indwelling for approximately half an hour when the balloon was found leaking. The leaking balloon could not achieve the specified pressure required for hemostasis. Hemostasis was achieved through arterial ligation. The total estimated blood loss (ebl) was 800 ml, with 600 ml occurring before the device failure and an additional 200 ml afterward. The device was not handled near or exposed to any metal tools that could have caused damage. No blood transfusions were administered. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.